Manufacturer narrative:
(B)(4) guide catheter broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed in the common bile duct on (B)(6) 2014. According to the complainant, during the procedure, tension was noticed and the introducer snapped during deployment. The stent and broken introducer were removed from the patient's body. The procedure was completed with another advanix preloaded biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.